Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. The causes of these failures were not determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿warning, do not hit or drop endoscope tip, flexible part, bending part, operation part, universal cord, the scope connector. Also, do not bend, pull, or twist with strong force. Device may break, injure body cavities, burn, bleed, perforate, parts to fall off by doing so.¿ olympus will continue to monitor field performance for this device.

Event description:
A repair request was sent reported with an issue of "a-rubber pinhole , damage to the rubber part at the tip, forceps raising angle malfunction". There was no patient harm, no user injury reported due to the event. Device evaluation found breakage of the device tip rubber part (the surface of the ultrasonic probe pink rubber chipped, broken). This report is being submitted for the broken , damaged ultrasonic probe pink rubber found on device evaluation.

Manufacturer narrative:
Address- (B)(6). The subject device was received and evaluated. The reported issue of " forceps raising angle malfunction" was not able to be duplicated however, air leak from rubber joints was observed. Holes on the curved rubber part causing leak was observed. Furthermore, breakage of the ultrasonic probe (surface part) was observed. Pink probe rubber found chipped. The bending angle found insufficient due to the elongation of the angle wire. The play of the angle knob noted to be out of the normal state due to the elongation of the angle wire. Furthermore, the following findings during inspection were noted on the device: water tightness not maintained from the curved rubber bonding part. Watertightness not maintained due to damage to the air and water supply cylinders. Scratches found on the insertion tube. Corrosion due to water leakage found in the operation part. The curved rubber adhesive part is cracked. The suction cylinder found scraped. Peeling of the paint observed on the air/water supply cylinder scratches found on the objective lens. The joint of the objective lens noted cracked. Investigation is ongoing. This report will be supplemented accordingly following investigation.